Event description:
It was reported that this deep brain stimulation (dbs) patient experienced a suspected brain bleed following the procedure. Based on the physician's assessment, either the device or the procedure may have contributed to this complication. Consequently, the patient underwent a computed tomography (CT) scan; however, the results have not been made available, as they were not provided by the clinician. The leads remain implanted, and the patient has since recovered.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45, serial number: (B)(6), batch/lot number: 7138697, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this deep brain stimulation (dbs) patient experienced a suspected brain bleed following the procedure. Based on the physician assessment, either the device or the procedure may have contributed to this complication. Consequently, the patient underwent a computed tomography (CT) scan; however, the results have not been made available, as they were not provided by the clinician. The leads remain implanted, and the patient has since recovered.